Manufacturer narrative:
Medwatch submitted to the FDA on 22/aug/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Further information has been requested of the initial reporter regarding: implant date, implant physician, device serial number, explanting physician and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: warnings and precautions the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera® system include: -injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Complications of routine endoscopy include: digestive tract injury or perforation.

Event description:
Reported as: a patient with the orbera intragastric balloon had a perforation. The surgeons at the hospital have advised the perforation was a straight repair and patient went home next day.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 11/oct/2018. Device labeling addresses the reported event as follows: possible complications of the use of the orbera system include: discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain; either steady or cyclic. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Follow up findings: "sudden onset of epigastric pain radiating through to the back associated with vomiting and subjective fever. Tachycardic and peritonitic. CT confirmed pneumoperitoneum and free fluid. Taken to theatre for laparotomy and 3cm posterior ischaemic' perforation at the level of the top of the gastric balloon with dilatation of the fundus above the perforation likely consistent with mucosal infarction. Balloon removed and defect closed."